Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life had decreased. No additional information was available. Animas customer support was unsuccessful in several attempts to contact the reporter to follow up on the matter. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find related alarms or evidence of excessive battery usage. Investigation did not find any damages to the battery compartment. With the returned battery cap, the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The investigation was unable to duplicate the reported battery life issue.